Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). D10: cat: 010000663 lot: 7625709 g7 pps ltd acet shell 52e. E1: phone number: (B)(6). G2: foreign ¿ china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the liner failed to lock with the cup during insertion causing a fracture of the acetabular base. The cup collapsed and became non-functional. The cup was replaced with a larger size with no other intervention for the fracture. The new liner still could not be implanted. The procedure had to be completed using a ceramic liner. There was a 20-minute delay. Attempts have been made and no further information has been provided.